Event description:
Medtronic received information that a patient treated with a ped3 pipeline vantage had non-occlusion at 1 year follow up. Reported aneurysm non-occlusion raymond & roy "class 3" and " 25-50% distal fish-mouthing" at the 1-year follow-up dsa imaging performed on (B)(6) 2023. The site reported "class 1" for the same visit and has been queried to verify the finding of fish-mouthing. Baseline aneurysm characteristic: unruptured and untreated left internal carotid artery (ica) c6 sidewall saccular aneurysm measuring 4mm x 4mm with a max diameter of 5mm and neck size of 5mm. No associated adverse events/ symptoms or treatment/ re-treatment was reported by site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.